Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. During evaluation and repair of unit, no malfunction was found with the visual or audible alarm system., so the original complaint issue was not able to be confirmed. When o2 purity is above 85% there are no alerts and the green light displayed. When o2 purity falls below 73% the unit goes into system failure. An audible alarm is activated along with the visible red light alarm. Fields were updated accordingly.

Event description:
Provider states that the unit has no alarm.